Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on a cobas 8000 e 801 module. The sample resulted in a ft3 value of 4.9 pg/ml (reference range = 2.04 - 4.40 pg/ml) when tested on the e 801 analyzer. The value from the e 801 analyzer was reported outside of the laboratory. The sample was repeated on (B)(6) 2022 using the abbott method, resulting in a ft3 value of 2.63 pg/ml (reference range = 1.71 - 3.71 pg/ml). The serial number of the e 801 analyzer is (B)(4).

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Quality controls were within range on 12-sep-2022. A sample from the patient was requested for the investigation, but no sample was available. The investigation could not identify a product problem. The cause of the event could not be determined. The differences in values may be related to the setups of the different assays and the fact that the normal reference ranges of both assays are different.

Manufacturer narrative:
The ft3 assay was recalibrated on the e 801 analyzer and the sample was repeated on (B)(6)2022, resulting in a ft3 value of 4.99 pg/ml. The sample was also repeated on a cobas 6000 e 601 module (serial number uknown) on (B)(6)-2022, resulting in a ft3 value of 4.87 pg/ml.